Manufacturer narrative:
Zimmer biomet complaint (B)(4). "Based on the condition of the returned packaging, there is no way to determine the root cause of this issue, or even if the issue existed as stated in the complaint. The risk mitigation controls were in place and appear to be correct based on the DHR. Review of device history records found these units were released to distribution with no deviations or anomalies. Review of complaint history found no additional related issues for this item. F any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
When the customer was reviewing the material, they realized that the box was empty. As this was discovered at a distribution center, there was no patient involvement.